Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss error, after the case hooked up to simulator and gave pressure issue. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e2,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) showing "gas loss error". A getinge field service engineer (fse) was able to reproduce the customer's complaint, confirmed gas loss alarm in logs , replaced expired safety disk drive (d202-00-0140) and tidal volume disk (d202-00-0142). Performed 5k pm & replaced front end board (d670-00-1164), executive processor pcb (d670-00-0770), scroll compressor (d119-00-0236), muffler <100 micron (d103-00-0499), muffler 1/8 npt (d103-00-0631) and 2 li-ion battery pack (d146-00-0097). After replacement of parts performed full calibration software reload. Unit passes all functional and safety checks and is ready for patient use. Patient involvement was there, no injuries reported.